Event description:
During an lfa (left femoral artery) closure following a tavr (transcatheter aortic valve replacement), the patient develop a large hematoma. The patient required an open carotid endarterectomy and vascular repair.